Manufacturer narrative:
The device brand name was documented as emax 2 plus motor in the initial report. It has been updated as xmax. The associated common device name, product code, catalog number and 510(k) number have all been updated accordingly to reflect the correct information. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the motor device was not accepting the drill bits. It was reported that there was a fifteen minute delay due to the event and unspecified spare devices were available and the procedure was successfully completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.